Event description:
A patient was being monitored with a patient heart rate at 180 while the relative was in a birthing pool. The ctg's looked essentially normal with accelerations into the 2nd stage of labor. Patient tachycardia was heard in the second stage of labor so the relative was asked to get out of birthing pool. The patient was delivered asphyxiated and was sent to special care birthing unit (scbu) as a precaution. No ventilation was required and the customer reported that the patient is currently doing very well. The customer also noted that monitor continued to pick up the pt heart rate of 180 after the delivery.